Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads had dislodged shortly after implant due to the patient experiencing twiddler's syndrome. The rv lead exhibited high pacing thresholds and loss of capture with asystole greater than two seconds. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads had dislodged shortly after implant due to the patient experiencing twiddler's syndrome. The rv lead exhibited high pacing thresholds and loss of capture with asystole greater than two seconds. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.